Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 4 device related skin injuries suctioning/blistering at (B)(6) from the purewick external female catheter becoming loose/dislodged and the suction device sitting on the patient's skin. There were 2 additional reports of this occurring at our (B)(6) hospital too. They have discussed using the statlocks devices and mesh panties for securement of the purewick device. Customer was expressing that suction tubing was coming disconnected from purewick flex prematurely and ends up suctioning to the patient's skin and causing breakdown. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive, due to poor sample. No actions can be taken at this time since a root cause was not identified. Evaluation of the photo samples noted: received 4 photos of related skin injuries (bruising/redness/irritation) patient had. Visual evaluation of return samples noticed no photos of device used. Unable to determine if device caused patient injuries based on photo samples received. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. Connect the other end of the collector tubing securely to a purewick external catheter (I). The system is now ready for use. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 4 device related skin injuries suctioning/blistering at (B)(6) from the purewick external female catheter becoming loose/dislodged and the suction device sitting on the patient's skin. There were 2 additional reports of this occurring at our (B)(6) hospital too. They have discussed using the statlocks devices and mesh panties for securement of the purewick device. Customer was expressing that suction tubing was coming disconnected from purewick flex prematurely and ends up suctioning to the patient's skin and causing breakdown. It was unknown what medical intervention was provided.